Manufacturer narrative:
Conclusion: the customer requested preventative maintenance on the unit and to report any other failures for the customer to repair at their discretion.

Event description:
It was reported by service report that the head left siderail hoop was cracked with no sharp edges, but possibility for fluid ingress. No patient involvement or adverse consequences were reported.